Event description:
It was reported by a nursing home that a vns pt passed away due to non-vns related issues. Pt's treating neurologist was not aware of pt's passing and her last appointment was on (B)(6) 2005. Good faith attempts to obtain more info regarding pt's cause of death via death certificate have been unsuccessful to date.